Manufacturer narrative:
(B)(4): added additional information the analysis found that the device was returned in good visual condition and with an ecr60g cartridge reload loaded in the device. The cartridge was received unfired. The device was tested for functionality in the articulated position with the returned cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted during the functional testing. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Manufacturer narrative:
(B)(4): information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information requested and received: how was the device opened and removed from the tissue? The user was unable to open the device after it was entered down the trocar in the closed position, therefore it was removed with the jaws closed. How was the patient impacted? No impact, another device was opened and used with no problems. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? No firing had taken place as consultant was unable to open the device. What color cartridge was being used? Green. What other color cartridges were used before and after this event? Green only. Was the instrument fired across or near an existing staple line or clip? No firing had taken place. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? When the device was handed to be my the consultant who had difficulty opening the device, I pressed on the release lever at the back of the handle and I was able to open the device. Was there any difficulty removing the device from the tissue? Device was not placed on tissue.

Event description:
It was reported that during a low anterior resection the jaws of the instrument were closed, went down the trocar but when the surgeon went to release the handle with the release lever it would not open. There were no staples fired when I checked the reload. There was no adverse affect on the patient and they opened another device and this worked fine.